Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise approximately two months after the initial s-ICD implant procedure, but then continued throughout the duration the device was implanted. Additionally, approximately three months after the initial implant, the device feature smart pass became disabled as a result of detecting low amplitudes. This was observed again approximately a couple years after the first disablement. Recently, it was reported that the patient received six inappropriate shocks as a result of oversensing noise signals. Subsequently, the patient was seen in-clinic and the physician opted to turn device therapies off. Ultimately, the patient underwent additional intervention as the physician suspected the result of the inappropriate shocks and noise was due to an electrode fracture. The s-ICD and electrode have been successfully explanted. It was reported that the patients condition has improved, therefore, at this time, the physician is opting to not replace the device system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise approximately two months after the initial s-ICD implant procedure, but then continued throughout the duration the device was implanted. Additionally, approximately three months after the initial implant, the device feature smart pass became disabled as a result of detecting low amplitudes. This was observed again approximately a couple years after the first disablement. Recently, it was reported that the patient received six inappropriate shocks as a result of oversensing noise signals. Subsequently, the patient was seen in-clinic and the physician opted to turn device therapies off. Ultimately, the patient underwent additional intervention as the physician suspected the result of the inappropriate shocks and noise was due to an electrode fracture. The s-ICD and electrode have been successfully explanted. It was reported that the patients condition has improved, therefore, at this time, the physician is opting to not replace the device system. No additional adverse patient effects were reported.